Manufacturer narrative:
Correction: this does not meet reportable critiria as this pacemaker was not operating in safety mode. The doctor in charge decided to perform a prophylactic explant due to the patient is pacing dependent and could be at risk of a safety mode operation. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was found to be operating in safety mode. Subsequently, prolongue hospitalization was required and the device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was not operating in safety mode. The doctor in charge decided to perform a prophylactic explant due to the patient is pacing dependent and could be at risk of a safety mode operation. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was found to be operating in safety mode. Subsequently, prolonged hospitalization was required and the device was explanted and replaced. No additional adverse patient effects were reported.